Event description:
The footrest detached while a patient was standing on it. This resulted in a cut to the patient, requiring stitches. Evidently the retaining ring on the locking mechanism fell off allowing the locking mechanism to fail.